Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.